Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code "810:11" was confirmed but not reproduced during investigation. The reportable cause was determined to be the air in line (ail pcb) printed circuit board was out of calibration. The ail pcb board was recalibrated to fix the reported condition.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of failure code "810:11". This condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The customer does not want to be contacted. No additional information is available. The user interface module software version is colleague 2006(6.13.90).

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.